Manufacturer narrative:
Initially it was reported that a hemostatic valve leak issue occurred. The biosense webster, inc. (Bwi) product analysis lab received the device on 17-nov-2021. The device evaluation was completed on 06-dec-2021. Bwi conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was missing on the hub of the carto vizigo sheath. For this reason, a guidewire was inserted through the sheath and the valve was not found inside the vizigo; however, the valve separated from the device. The hemostatic valve leak issue remains assessed as MDR reportable. The additional finding of the hemostatic valve separation was also assessed as MDR reportable. The awareness date is 06-dec-2021. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve leak issue occurred. The hemostatic valve leaked blood during puncture. The issue was resolved by changing the sheath to another one. The procedure was completed without patient consequence. A manufacturing record evaluation (mre) was performed for the finished device 00001699 number, and no internal actions related to the complaint were found during the review. Based on the mre, the h4. Device manufacture date has been updated. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to investigate this issue. It should be noted that product failure is multifactorial. Based on the information currently available, a microscopic examination of the returned product indicates that the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks, and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve leak issue occurred. The hemostatic valve leaked blood during puncture. The issue was resolved by changing the sheath to another one. The procedure was completed without patient consequence. There was no physical damage on the valve/hub. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. Air did not enter the patient¿s body. This issue did not require percutaneous, surgical removal or medical intervention. Patient hemodynamics were not compromised due to bleeding. No blood was lost.